Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient has been experiencing severe pain, discomfort, unstable grinding and is very sore. X-rays revealed a dislocation and metallosis.

Manufacturer narrative:
Reported event was confirmed by review of x-rays and medical records provided. Additional radiographic images were received and noted: "worn down metallic lining of glenoid component resulting in described case of metallosis (not confirmed radiographically but suggested--could be confirmed surgically or with MRI). Suspected possible osteopenia in the proximal humerus. Alignment of arthroplasty was inappropriate prior to revision with likely displaced component into the posteroinferior joint space. Metallic debris could cause instability within the joint, leading to the abovementioned problems." Root cause of the event remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. A definite root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Photographic inspection of glenoid and head does not show any physical damage. X-ray reviewer stated, both images demonstrate a left tsa in which there is bone-on-bone contact between the glenoid and humeral head metallic components. There is a ring-like metallic component that is located inferior to the medial humeral head, inferolateral to the glenohumeral joint. It is positioned upon the lesser tubercle, and its origin is not known. There is possible osteopenia in the greater trochanter, although assessment of this possibility is limited secondary to image quality. The native bones otherwise appear within normal limits. Remainder of the hardware appears intact. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It is reported the patient has been experiencing severe pain, discomfort, unstable grinding and is very sore. X-rays revealed a dislocation and metallosis. Additional information received in revision operative report stated patient had a glenoid component fracture. The operative report also noted severe adhesions present between the deltoid in the proximal humerus, the conjoint tendon, and the pectorals major tendon. There was severe metallosis with intact capsular side of the rotator cuff. Metallosis was present at all entire capsular sites in the shoulder.